Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (death, rupture, dissection,), unapproved use of device (proximal stent graft was implanted in zone 1), lack of information (cause is unknown). Conclusion: known inherent risk of procedure (death, rupture, dissection),off ¿label, unapproved or contraindicated use (proximal stent graft was implanted in zone 1), lack of information (cause is unknown).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 63mm fusiform thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter of the non-aneurysmal proximal neck was 40mm. The length from top of arch to proximal aneurysm was 25mm. The diameter of non-aneurysmal distal neck was 34mm and the aneurysm length was 80mm. It was reported that during the index procedure the valiant stent grafts were implanted without any issues. The proximal device was implanted in zone 1 covering the left common carotid. There was no endoleak observed at the end of the procedure. Approximately ten days from the index procedure the patient initiated re habilitation. When the patient took a seated position, the patient felt unconscious and blood pressure for both legs was checked and it was about 80mmhg, 130mmhg for both legs. Since blood pressure was low for both legs the physician stated that it was possible that part of the proximal side of the stent graft might have covered the brachiocephalic artery; however, it was difficult to determine. The patient was under observation. It was reported that the patient suddenly expired and the exact cause is unknown. The physician stated that there was a possibility of a rupture after dissection of the ascending aorta or myocardial infraction. A review of returned angio images at implant showed that the first stent graft was implanted just distal to the lsa. The second device was then placed proximally, just below the brachiocephalic covering the lcca. The lsa was then coiled. No endoleak could be seen. Cta's from 2 -days post-implant revealed that the lsa and lcca had been bypassed. The proximal stent graft was positioned just below the brachiocephalic, which appeared patent. The maximum thoracic aneurysm diameter was approximately 5.8cm. The stent graft extended distally to the distal arch. No endoleak or any stent graft issues could be seen. The cause of the reported low blood pressure in both legs could not be determined from these images. Primary cause of death and post-implant rupture is unknown.